Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, about 2 hours passed since the start of surgery, air leak occurred with the seal started suddenly. Because the same events occurred continuously in the last 3 cases, the doctor asked whether the material of the product was changed to be easy to break. Although the device was able to be used without any problem, air leak occurred with the seal continuously. When the collected products were confirmed, a cut portion of about 2 mm in the upper seal was confirmed. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the circular seal was cut. The obturator, trocar, cannula and duckbill seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.